Event description:
The pharmacist at the hospital, alleged the following event: "the nail fractured."

Manufacturer narrative:
This device is not cleared for sale in the USA but a similar device is. Once the investigation has been completed any additional info will be reported in a supplemental report.